Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "image became like a static image" (event 1) was presumed to have been due to water invasion of the endoscope, from which moisture may have broken the image sensor unit or the circuit board in the endoscope connector. The suggested phenomenon of "coating on the insertion tube was peeled off" (event 2) was presumed to have been due to the stress of use, external forces, or handling of the device. The suggested phenomenon of "foreign material (residual liquid) came out of the instrument channel" (event 3) could not be further presumed or specified - the origin of the foreign material was unable to be further specified. No anomalies leading to the foreign material remaining were recognized from the complaint information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon of event 1: "important information ¿ please read before use. Precaution for disappeared or frozen endoscopic image; warning. ·follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution. Turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd [charged coupled device]. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿." The IFU state the following regarding the suggested phenomenon of event 2: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.". For the occurrence of event 3, it was confirmed that instructions for bf type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection and sterilization procedures¿ section 3.5, ¿manual cleaning¿ describes how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during routine inspection, the bronchovideoscope image appeared to be static/became like a sandstorm. There were no reports of patient harm.